Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented to hospital for evaluation after experiencing syncope at home. Upon device interrogation, intermittent variable capture threshold was observed on the rv lead. Chest x-ray was performed which revealed minimal slack in comparison to implant x-ray. Lead was retracted and repositioned. Lead measurements were stable and in range. Patient is stable.